Event description:
It was reported that during an unk procedure, the pad was loose on the first instrument and it fell into the patient. It could be removed. The blade was broken on the second instrument and part fell into the patient. It could be removed. Third instrument was ok. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Serial # = na